Event description:
Additional information received that there were visual indicators that alerted the user of the issue. The pi box was saying blue tooth connection error and the pi box status in the upper right corner showed the ¿wireless connection symbol¿ even though it was plugged in with the cord. The issue was not resolved by troubleshooting, tried unplugging and re-plugging, and using a different cord. Would not connect via ¿wired¿. There was no patient impact.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Previous codes f24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: could not verify 'not working properly.' Unit presented with updated software:(v1.4.3) and fully charged batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pi box is no longer connecting via "wired" which means only use it by"wireless". There was no known patient impact.